Event description:
It was reported that a spectrum pump displayed 3 occurrences of the upstream occlusion messages while infusing peptaz (programmed amount and delivery rate unknown) in the intensive care unit. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). A device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If a device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.